Manufacturer narrative:
The vessel sealer extend (vse) instrument was received and failure analysis was completed. The reported event could not be replicated or confirmed. Visual inspection found no damage. The instrument was tested on an in-house system. The instrument passed engagement, recognition, cut, seal and initialization tests. The instrument passed the cut and seal tests on 4 of 4 attempts. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was used in dv5 system, the logs were unavailable. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The vessel sealer logs for this procedure were reviewed. The logs show that the vse instrument part number 480422-03 / lot number k18251102-0329 was used for about 58 minutes and installed on universal surgical manipulator 3 (usm3) 2 times. The system logs show 1 ¿installed vessel sealer extended failed to engage on usm¿ error but from the time stamps seen in morpheus viewer, it doesn¿t seem related to the instrument under question. The generator logs show two vse instruments were used and generated a total of 287 vs_seal events with 9 high z events (indicating that the user likely tried to seal excessive tissue). Also 13 vs_bipolar events were noted with no errors. The logs show 1 instance of instrument blade exposed.

Event description:
It was reported that during a da vinci assisted right hemicolectomy procedure, a vessel sealer extend (vse) instrument inadequately sealed tissue leading to bleeding. A new vse instrument was opened and used to continue the procedure. The procedure was completed as planned. Multiple attempts to obtain additional information have been made; however, no further details have been received.